Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock while sleeping due to noise oversensing. The patient is young, active and trains in the gym two to three times a week. Provocative maneuvers were performed in-clinic and the noise was unable to be reproduced. An x-ray was also performed and the data sent to technical services (ts) for review. Ts discussed that during vector manipulation there is mechanical noise reproduced on primary and alternate vectors. The secondary vector shows myopotentials reproduced and marked by the device. The x-rays show tension at the level of the pocket and the electrode pointing towards the pectoral muscle instead to be parallel to the sternum. It was advised to check the position of the system respect to the implant to exclude a change in the electrode position. In-office troubleshooting was recommended to evaluate the electrode mechanical integrity, and it was mentioned that a potential temporary solution for this case would be to reprogram to the secondary vector while keeping close monitoring on latitude. Further troubleshooting options were provided. Additional information was provided. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The s-ICD device is expected to be returned for analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock while sleeping due to noise oversensing. The patient is young, active and trains in the gym two to three times a week. Provocative maneuvers were performed in-clinic and the noise was unable to be reproduced. An x-ray was also performed and the data sent to technical services (ts) for review. Ts discussed that during vector manipulation there is mechanical noise reproduced on primary and alternate vectors. The secondary vector shows myopotentials reproduced and marked by the device. The x-rays show tension at the level of the pocket and the electrode pointing towards the pectoral muscle instead to be parallel to the sternum. It was advised to check the position of the system respect to the implant to exclude a change in the electrode position. In-office troubleshooting was recommended to evaluate the electrode mechanical integrity, and it was mentioned that a potential temporary solution for this case would be to reprogram to the secondary vector while keeping close monitoring on latitude. Further troubleshooting options were provided. Additional information was provided. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The s-ICD device was returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock while sleeping due to noise oversensing. The patient is young, active and trains in the gym two to three times a week. Provocative maneuvers were performed in-clinic and the noise was unable to be reproduced. An x-ray was also performed and the data sent to technical services (ts) for review. Ts discussed that during vector manipulation there is mechanical noise reproduced on primary and alternate vectors. The secondary vector shows myopotentials reproduced and marked by the device. The x-rays show tension at the level of the pocket and the electrode pointing towards the pectoral muscle instead to be parallel to the sternum. It was advised to check the position of the system respect to the implant to exclude a change in the electrode position. In-office troubleshooting was recommended to evaluate the electrode mechanical integrity, and it was mentioned that a potential temporary solution for this case would be to reprogram to the secondary vector while keeping close monitoring on latitude. Further troubleshooting options were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.